Event description:
Distributor reported to anspach service and repair that handpieces were not functioning properly during a case, low power. Battery is fully charged, works with facility handpiece:. During total knee surgery the battery reamer/drill, battery oscillator and battery reciprocator did not work. They thought it is the battery which is causing the reported issue. They changed 4 batteries and still the handpieces did not work. Batteries worked fine with facility handpieces. The reported event caused 30 minute delay in the surgical procedure. No injury to the patient. No medical intervention required. Spare devices were used to complete the procedure successfully. This complaint is on the battery reciprocator. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A service and repair evaluation was completed: the customer's complaint that the battery reciprocator (lot 2254) did not function could not be confirmed. The device was evaluated and the complaint wasn't reproduced. Without reproduction of the reported problem the root cause of the reported problem cannot be clearly determined. The unit passed all manufacturing specifications. Device was used for treatment, not diagnosis.